Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture with a high threshold noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced with an active fixation lead, the preference of the physician.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. The analyst noted that all electrical testing was within specified parameters.